Event description:
It was reported to st. Jude medical that the pt expired unexpectedly. Interrogation of the device after explant revealed undersensed vf (ventricular fibrillation) prior to the pt expiring.